Event description:
It was reported that the patient's neurostimulator and lead were explanted for a magnetic resonance imaging. When the physician went to remove the neurostimulator the lead came out of the neurostimulator easily without any unscrew at the header. The lead pulled right out. When the physician went to remove the lead from the sacral area, only the inner part of the lead came out. The 4 electrodes and the tines were left inside the patient due to the physician not being able to reach them. No surgical complications were reported.